Event description:
It was reported that 50 bd vacutainer® safety-lok¿ blood collection set dislodged from the holder. The following information was provided by the initial reporter: "wingset dislodging from holder during use the winget and reusable holder are assembled as recommended. During use, when the collection tubes are placed in the holder the holder is dislodging from the wingset."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/15/2020 h.6. Investigation: bd received 48 sets of unused samples for investigation. The samples were evaluated by visual examination and functional testing] and the indicated failure mode for dislodged from holder with the incident lot was not observed. Additionally, 50 sets retention samples from bd inventory were evaluated by visual examination and 13 sets were subjected to functional testing and no issues were observed relating to dislodging from holder as all samples met specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 50 bd vacutainer® safety-lok¿ blood collection set dislodged from the holder. The following information was provided by the initial reporter: "wingset dislodging from holder during use the winget and reusable holder are assembled as recommended. During use, when the collection tubes are placed in the holder the holder is dislodging from the wingset."